Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Additionally, the wake button was delayed in responding to the customer's input. There was no reported adverse impact to the customer's blood glucose (bg) level. The customer declined to troubleshoot the issues and declined follow up contact from tandem technical support.